Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface central processing unit and backlight inverter printed circuit boards. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's top display was yellow. The ventilator was not on a patient at the time of the event.